Event description:
Removal of endosseous dental implant. Implant was placed on 5-29-97 in site #11 (class iii bone) during a highly complex procedure due to the fact that the pt had been wearing a denture for many years resulting in bone loss. The clinician reports that the reason for implant failure may be due to osteoporosis. The pt is being checked by her md. Pt is a smoker and will try to quit.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.